Event description:
The micro oscillating saw was sent for evaluation because it was running on its own without activation during testing. The event occurred during a routine maintenance visit. No adverse event was associated with the device.